Manufacturer narrative:
H6: investigation summary : bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® z (no additive) plus urine tube there was overfill and urine splatter (tube as applicable). The following information was provided by the initial reporter. The customer stated: "trine tube fills level too high." Customer uses a track and while the filled tube is on the track urine spilled due to track movement. Also, the customer recapped the urine tube. When they recapped, urine sprayed out of the tube.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® z (no additive) plus urine tube there was overfill and urine splatter (tube as applicable). The following information was provided by the initial reporter. The customer stated: "trine tube fills level too high." Customer uses a track and while the filled tube is on the track urine spilled due to track movement. Also, the customer recapped the urine tube. When they recapped, urine sprayed out of the tube.